Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump not turning on. Customer's blood glucose level was unknown. The customer had been disconnected from her insulin pump for a few months and has been treating using an alternate method. The insulin pump will not be returned for analysis.